Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high reading on the patient's one touch vita meter. The patient mentioned that the alleged high readings began on (B)(6) 2011. The patient obtained a 3:55 mg/dl at 9:25 am on (B)(6) 2011. Due to the alleged high reading, the patient took an increase dosage of insulin (10 units of novolog). A few minutes later the patient had fainted due to the alleged high readings. The patient did not seek any medical attention or treatment due to the alleged issue. The patient was not tested on another device. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he had taken insulin and a few minutes later had passed out.